Manufacturer narrative:
Product analysis the reported type ib endoleak could not be fully assessed on the post-intervention CT¿s received; therefore the event type and cause of the event could not be fully determined. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, and lack of angiograms during contrast injection did not allow for a more comprehensive determination of the endoleak source/cause. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. The minimal contrast leakage observed in the aneurysm sac was most likely related to the type ib endoleak. It is possible that the angulation noted distal to the stent graft may have been a factor in the reported endoleak but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was attempted to be implanted in the endovascular treatment of an unknown size aortic aneurysm. It was reported that approximately 27 months post index procedure, the patient presented emergently, where an endoleak type 1b endoleak was noted on the previously placed thoracic graft. A valiant navion stent graft was implanted to treat the event on the same day. Event was resolved. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.